Event description:
Dexcom g7 was reporting very low numbers 69 when my sugar was 300, I just about to take glucose tablet, luckily checked the finger stick and it showed a high glucose, this keeps happening with g7 sensors quite a lot.